Manufacturer narrative:
Additional suspect medical device component involved in the event:   model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. X-ray was taken and the result revealed that the lead migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.